Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was unknown. The customer reported that the pump alarmed insulin flow blocked shortly after changing his set. The customer was to change infusion set. The insulin pump will not be returned for analysis.